Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t-handle formed a crack in the plastic portion while reaming for a femoral stem. No pieces broke off and surgical time was not extended. No adverse consequences for the patient occurred. In addition to this, a piece of a 36mm (orange) liner impactor tip broke off while impacting an altrx liner into a pinnacle cup. All pieces were retrieved, surgical time was not extended, and no adverse consequences for the patient occurred.